Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic sigmoidectomy for treatment of perforation. The user worked the device with applying strong force when the user treated hard tissue. Then, the probe of the device was bent and broken. And the device stopped working. The fragment of probe fell off inside the patient but it was retrieved. The intended procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01046 to provide additional information based on the evaluation of the device. Device manufacturer date was identified. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on (B)(6) 2016, omsc confirmed that the probe broke down at 15 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that a probe of a device was cracked since a user output the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.